Event description:
The patient presented with a ruptured aneurysm (reported location is vague) in highly tortuous anatomy and under went emergency stent assisted coil embolization. The neuroform stent system (device in question) was positioned at the target area but the stent was unable to be deployed due to the tortuousity. The physician stated he used "much power on the system" and the proximal end of the inner body broke. The whole system was removed from the patient. An attempt was made to place a wingspan stent as the physician believed "placing a stent was necessary to bring the intervention to a positive end." However, during the attempt to place the wingspan stent, the inner body proximal end also broke due to the force applied. The wingspan system was successfully removed from the patient. During the procedure, the ruptured aneurysm re-bled. The physician believes that the manipulation of the devices may have contributed to the re-bleeding, resulting in patient death. The physician does not believe the failure of the stent to deploy caused or contributed to the death.